Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 400 mg/dl. Reportedly, elevated bg levels are due to a "bad site location". Customer changed the infusion site and delivered a bolus to address elevated bg levels. Subsequently, customer's bg level dropped to 56 mg/dl after delivering a bolus. Customer drank juice and bg levels came up to 78 mg/dl.